Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. The patient described the area as skin bruised where the electrodes and the pads are. There was no alleged device malfunction contributing to the irritation. The patient is in the hospital and the staff is being treated with a topical cream. Follow up indicated that the skin irritation improved.